Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported "vertical cracking" and leaking on the valve during the administration of caripul or flolan at flow rates of 2 thru 3.6 ml/hour via a hickman catheter. The customer reported no patient harm.